Event description:
The reporter stated, the surgeon inserted an aq5010v silicone three piece lens but the lens flipped and was inserted upside down. The surgeon planned on repositioning the lens but due to the lens having -4.0 diopter power decided to remove the lens. The lens was cut in half and the incision was enlarged to remove the lens. Another same type lens was implanted with folders and sutures were required to close the incision. The surgeon stated, the cause of the lens flipping and being inserted upside down was due to his lack of experience with the msi-tm injector. The surgeon stated, there was no malfunction of the injection system or the lens, it was more likely due to user error.

Manufacturer narrative:
.